Event description:
The dental implant fx3810mlc was removed on (B)(6) 2017 due to loss of osseointegration 5 years and 8 months after implantation. The doctor indicated that periodontal disease may have caused the implant removal. The patient has history of diabetes and has been recovered without complications.